Event description:
An external fixation device was being applied and the 3mm diameter pre-drill half pin (95mm lg x 25mm thd) broke. A hole was drilled and then the physician placed the pin through the guide into the bone. On threading into the bone going through the opposite cortex, the square hub of the pin broke off at its break-off point. The drill was placed onto the remaining pin and attempted to pass it through the bone with the power drill. The pin broke off at the thread junction. Approximately 17mm of the pin remains in the pt.